Event description:
It was reported that during a da vinci-assisted surgical procedure, site encountered an issue while using the vessel sealer extend (vse) during a case. When the vse was used, it began to smoke and the e-100 power led turned red. The site utilized a second vse, which experienced a delayed effect, taking about half a second longer for the sealing to reach the tip of the instrument. Troubleshooting was limited due to lack of access to updated error logs, but earlier logs indicated error 25913 related to the 48vdc on the e-100 during the initial case of the day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the e-100 did not spark, smoke, catch on fire, or have thermal damage. There was no damage noted. Once the e-100 was turned off, then turned back on, it worked properly. The procedure was completed robotically with no patient injury using the same e-100.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer, and the robotics coordinator reported after rebooting system and running cases that morning, that issue had not returned. The system and generator were working as intended. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.